Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2018. Approximately 4 years and 6 months after the first revision the patient had another left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: failed left knee and arthrofibrosis. Findings: the patient was noted to have wear of the patellar component and wear of the tibial insert. There was also noted to be a significant amount of arthrofibrosis present within the joint. The patient was taken from the operating room to the recovery room in a stable condition.

Manufacturer narrative:
Pending investigation.